Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) ¿ stem. D10: cat# 11-300818 lot# 66535846 arcos 18x150mm spl tpr dist. G2: foreign: china. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation of the new prosthesis, a distal femoral fracture occurred, and the canal was stabilized before proceeding. The patient sustained an intra-operative distal femoral fracture that was treated with cable fixation. Attempts have been made and no further information has been provided.